Event description:
Bard max-core biopsy device misfired during prostate biopsy. New max-core biopsy device obtained and used for remainder of biopsy procedure. Defective device kept for further investigation. Clinical site notified bard rep immediately and coordinated return of the device for investigation ref #: (B)(4) lot #: rekt3772. Manufacturer response for disposable biopsy device, bard max core disposable core biopsy instrument (per site reporter).